Manufacturer narrative:
G2: citation: authors: daniel becker,1 manuela riggi,1 thomas rudolf wyss,1,2 silvan jungi,1 salome weiss,1 drosos kotelis,1 jurg schmidli, ¿ 1 michel joseph bosiers,1 and vladimir makaloski. Indication and outcome of late open conversion after abdominal endovascular aortic repair. Annals of vascular surgery 2024. Doi: 10.1016/j.avsg.2024.02.028. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: indication and outcome of late open conversion after abdominal endovascular aortic repair. The time frame of this study was over 16 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic endurant, medtronic talent. Among patient adverse events included:  disease progression, limb thrombosis, acute limb ischemia due to graft occlusion, abdominal compartment syndrome, rupture, claudication retroperitoneal hematoma, nontransmural colon ischemia, stroke, pneumonia and conversion to open/explant. No further information was provided pertaining to medtronic products.